Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the root cause was determined to be corrupt data in nvram on the processor and had a failed mixing pump and device did not cool. The arctic sun device had alarm 61 (non-recoverable system error). The system hours were 877 and pump hours were 655.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to corrupt data in nvram on the processor card. Received error 61, and poor connection on serial port of processor card. Tech cleared it with u.I., he also cleaned the serial port on card by plugging in and out several times with a ui. The alarm 61 was cleared during decon. Device did not cool. Reinstalled all original parts into device and forwarded to bd louisville as requested. No other repairs were made to the device. A DHR is not required as this is not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that the root cause was determined to be corrupt data in nvram on the processor and had a failed mixing pump and device did not cool. The arctic sun device had alarm 61 (non-recoverable system error). The system hours were 877 and pump hours were 655.